Event description:
Reportable based on analysis completed on 11/02/2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. Vascular access was via the femoral artery. The 2.75x28mm taxus liberte stent delivery system (sds) could not cross the 99% stenosed lesion, located in a severely tortuous and moderately calcified proximal left anterior descending (lad) artery. The procedure was completed with a 2.75x28mm non-bsc stent. There were no pt complications and the pt condition was listed as "good". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. The stent struts on row 1 to 8 were squashed. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The mfg batch record review confirmed that the device met all material, assembly, and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B) (4), (B) (4).